Manufacturer narrative:
The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported " no complaint against the device". Healthcare professional reported "infection" this record is for the left side. Device remains implanted.

Manufacturer narrative:
Unreporting the code b14 on h6 because there no DHR. Additional, changed, and/or corrected data: a5, b5, e1, h6.

Event description:
Healthcare professional reported left side "no complaint against the device". Healthcare professional later reported "infection". Healthcare professional additionally reported "severe pain, capsular contracture baker grade unknown, and large seroma". Device has been explanted and replaced.